Manufacturer narrative:
(B)(4). The service engineer inspected the device and the alleged malfunction could not be duplicated. The ventilator passed all the required testing.

Event description:
The customer reported that the 840 ventilator had a loss of communication issue. There was no patient connected to the device.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.